Event description:
It was reported a 6f naviflex introducer was placed in the right femoral artery after dilating the arteriotomy with a 7f dilator. The physician stated the pt had heavy scarring and a 40-50% stenosis at the arteriotomy site. Once the naviflex introducer was inserted, the physician proceeded to place two stents in the right renal artery without complications. Following the procedure, the naviflex sheath was pulled back to the level just above the iliac bifurcation. The pt was then transferred to the unit where a certified nursing assistant (trained in sheath removal) attempted to remove the introducer. The certified nursing assistant stated she held pressure just above the site and began pulling the introducer; resistance was felt and the tip of the naviflex introducer began to unravel and separated into two pieces, leaving a portion in the pt. The pt underwent a cut down procedure and the detached portion was removed. The pt had reportedly recovered.